Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was unable to fill the reservoir with air. Customer's blood glucose was unknown. No troubleshooting was done. Customer was advised to monitor. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir. Performed pre-fill reservoir test and found not occluded anomaly during filling.